Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.

Event description:
It was reported per field service report: on pt, symptom: display blanks out intermittently. Findings/action taken: reseated connectors on central processing unit (cpu), printed circuit board (pcb) and display head. Installed new cable assembly display head. Functional test.